Event description:
Information received by medtronic indicated that the customer noticed the cartridge holder was broken. No harm requiring medical intervention was reported. Troubleshooting was performed and confirmed the above issue. Customer will discontinue to use the device. The inpen will be returned for analysis.

Manufacturer narrative:
Per visual inspection: broken off piece at the cartridge holder, leadscrew is bent, and inpen front shell does not stay attached. Unit reached end of life. Inpen received with leadscrew 1/4 of travel. Inpen was rewound. Dose dials feel like it is slipping/scrapping at the beginning of travel, but leadscrew advanced every time 30.0u was dialed and dosed until the screw reached max extension. Small resistance noted when retracting. Installed front shell to testing inpen and front shell did not stay attached. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. However, pending further analysis that will be performed at (B)(6) location to analyze leadscrew. In conclusion: inpen received with broken off piece at the cartridge holder and leadscrew being bent. Physically damaged cartridge holders can affect insulin delivery. The customer complaint of physical damage at cartridge holder was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.